Event description:
The reporter states that she felt hyperglycemic and hypoglycemic and received a "eee" on the accu-chek compact plus meter. She dosed herself with less insulin than she normally would due to the inability to obtain a result on the meter. She felt shaky and weak after administering the insulin. She did not test on the meter. She was taken to the hosp and her blood glucose result was 700 mg/dl on a undisclosed meter. She was admitted to the hosp and treated. New system sent and return requested.